Event description:
During a urological procedure (bladder) a greenwald electrode was being passed through a cystoscope. The electrode tip broke off and had to be retrieved by the surgeon. The surgeon believes that the slight bend in the cystoscope may have contributed to this incident but also describes the design of the electrode as somewhat problematic in that the electrode is connected to its base via a single insulated cable. The devices are reusable.